Event description:
The customer reported the system would boot up, but not function. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 3v battery on the x-ray controller board was replaced. The system was then found to be operating as intended.